Manufacturer narrative:
Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule rupture requiring a vitrectomy procedure. A brief description from the surgery center indicated the capsular rupture occurred before the position two was activated on the footpedal when using the disposable tubing pack. The surgery center reported the procedure was delayed for about 30 minutes.

Manufacturer narrative:
Visual inspection was performed. Visual inspection revealed that sample was not returned in its original package. Sample returned with priming solution, drain bag and spike drip cut off which indicates that product was handled and prepare for surgical use. No assembly error and/or defect related to manufacturing process were observed in the unit. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for signature pack, disposable tubingshowed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. The reported complaint was not verified and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.